Event description:
The pump reservoir door came off when their customer passed out. The contact stated that the paramedics were called and the customer was transported to the hosp and admitted in the ICU due to high blood glucoses. The contact indicated that they are not familiar with the pump and could not provide more info.